Manufacturer narrative:
Updated with device evaluation .

Event description:
Wire was stuck in at, physician tried pulling the wire through the 014 qce and wire unraveled. Wire completely disconnected in catheter, then the catheter was pulled out and the tip of the wire was stuck to the end of the 014 qce. The wire did become completely separated, however, it was retrieved using the qce. No adverse events occurred, a new wire was delivered (other than phoenix wire) and atherectomy with phoenix was performed.

Manufacturer narrative:
We are awaiting the return of the device for evaluation to complete our investigation.

Event description:
Wire was stuck in at, physician tried pulling the wire through the 014 qce and wire unraveled. Wire completely disconnected in catheter, then the catheter was pulled out and the tip of the wire was stuck to the end of the 014 qce. The wire did become completely separated, however, it was retrieved using the qce. No adverse events occurred, a new wire was delivered (other than phoenix wire) and atherectomy with phoenix was performed.